Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, serial# (B)(4), product type: programmer, physician.

Event description:
Information received from a consumer patient via a manufacturer representative regarding a patient receiving morphine via an implanted pump. Indication for use was noted as non-malignant pain. A low reservoir alarm went off on (B)(6) 2015, which the manufacturer representative heard and felt that it sounded normal and did not have the crackling sound. The alarm for low reservoir was supposed to go off on (B)(6) 2016 instead of (B)(6) 2016, so they thought it had occurred early. The patient did not experience any symptoms with the incorrect low reservoir alarm date. The physician had the wrong date on the clinician programmer and this was the cause of the incorrect low reservoir alarm date. The date was corrected and the physician re-interrogated and corrected the date. Additional information comes from the healthcare provider's (hcp) office stating that the date on their clinician programmer was not incorrect. They had not given the tape from the last refill with the updated event date based on the patient's last increase, so the alarm date was correct. (This source document contained omitted information, unrelated to this event, which is captured in (B)(4)).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.